Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on dec. 28th the patient had a fall in their shower where they hit their head against the tile and the CT scan did not show anything but they are now noticing that the implantable neurostimulator (ins) charge does not seem to last as long with the patient's new wireless recharger. It seems that in the last 3 days the ins battery level has stayed at 75% which was surprising especially because the patient has had a bunch of changes including not sitting straight, leaning over, their face is in their tray where they are eating, patient is not talking as much and has decreased appetite but this may also be related to issues with the patients gums and issues related to their denture. Caller is wondering if they could meet with a manufacturing rep again to have the current system checked. Reviewed role of field staff and redirected to managing hcp to coordinate device check and discuss symptoms.